Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 3ccs of juvederm vista voluma xc bilaterally in the ck3 and ck5. Three days later, patient complained their swelling was not going down. Symptoms present in the ck5. About 9 days after the patient's initial complaint, the patient again started the swelling remained and there was dull pain. Abscess formation and cellulitis noted. Pus was also coming out of the mouth. The next day patent visited a dermatologist where rocephin was administered via IV and dalacin was applied topically. The next day, the pus had stopped and event started to recover. Ten days later, the swelling went down and patient complained of only slight hardness of the skin. Patient has since been taking augmentin and keflex and also prescribed cephalosporin intravenously. Event ongoing.